Event description:
It was reported than an asymptomatic patient presented remotely via merlin.net transmission for high pacing impedance on the right ventricular lead. Upon review, it was noted that the lead had fractured and several episodes of non-sustained right ventricular oversensing were present on the transmissions. The lead was capped and replaced on (B)(6) 2017. The patient was stable during and post procedure.